Manufacturer narrative:
Results and conclusion: (target lesion exhibited 85% stenosis and a little calcification). (Stent deformation). (Stent damage). (B)(4).

Event description:
Physician was attempting to treat a lesion in the left anterior descending artery (lad) using an endeavor sprint drug eluting stent. The device was removed from packaging as per IFU and prepped with no issues noted. The lesion was a little calcified with 85% stenosis. It was reported that the endeavor sprint device could not pass the lesion in the lad. Resistance was encountered when advancing the device. Physician believes event was due to use of the device in difficult lesion morphology/anatomy. The device was returned to the manufacturing facility and through analysis stent deformation was observed. There was no injury to patient. Evaluation summary: the stent had raised and misaligned struts from the 7th to the 12th distal segments.